Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2008. In the next day, the pt underwent peritoneal dialysis treatment, developed symptoms of sepsis, and was transferred to the hosp intensive care unit. The dialysate was cultured and found to be positive for beta-hemolysin streptococcus group a. The pt was diagnosed with peritonitis and sepsis and was given aftriaxon and clont. About a week before procedure, a laparotomy and hysterectomy were performed. Three days post-procedure, the pt expired. The official cause of death is reported as sepsis. The surgeon opines that the sepsis was contributed to by the peritoneal dialysis and the pt's morbid obesity. The surgeon and the hosp opine that the device did not contribute to the pt's death.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.